Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose was 400 mg/dl after an infusion set change. The customer reported their blood glucose has been high since starting insulin pump therapy. The customer declined to troubleshoot for their blood glucose. The customer also requested assistance with changing the infusion set. The insulin pump will not be returned for analysis.